Manufacturer narrative:
The device was evaluated by olympus. The evaluation found no image was produced due to a printed circuit board failure. In addition, front panel lighting failure was found due to a printed circuit board failure and the rear panel was noted to have poor appearance. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cv-180, evis exera ii video system center to olympus for repair due to a report of an "image problem." Upon inspection and testing of the returned device, it was found that no image was present. This report is submitted due to the no image present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 23-feb-2022. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported phenomenon of ¿no image¿ seemed to have occurred due to a malfunction of a circuit board. However, they could not identify why the circuit board malfunctioned. Additionally, the reported phenomenon of ¿front panel is flashing¿ seemed to have occurred due to faulty power supply unit. However, they also could not identify the cause of the fault power supply unit. Other incoming inspection finding was ¿damage on the chassis. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.